Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous carbon dioxide (co2) results. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a routine preventive maintenance (pm) and verified performance. Root cause is unknown.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR#2050012-2012-00315.